Event description:
It was reported that during an open procedure, the deployed clips were unformed in a row after the 3rd firing when the device was fired as a test before use on the patient. The device was not used for the patient and another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.